Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3389s-40, lot# va0pet5, product type: lead.

Event description:
A consumer whose indication for use is essential tremor and movement disorders reported that right after surgery the patient had a steady hand with stimulation set at 1.8 but since the end of 2015 the patient's shaking hand had returned. A week and a half prior to (B)(6) 2106 the patient had gone to their healthcare professional who increased to 2.50 and had given the patient the ability to increase. Prior to going out for easter the patient had increased to 2.6 but that was not enough as the patient was not able to drink her coffee and had to request a straw to drink the water. The device was checked with the patient programmer and stimulation was on. The patient had an appointment scheduled with a neurologist on (B)(6) 2016. The return of shaking hand symptom was considered sudden in nature, 2015 maybe end of (B)(6) 2015. They had seen the healthcare professional and they had bumped it up on the battery to 2.4v but it did not do anything, almost like they had not had surgery. The patient's hand was shaking so much they could not pour a cup of coffee. It was almost like it was turned off but it was not, it was on. They were unsure if the device was defective. The patient had seen their healthcare professional and was referred to another one who cannot see the patient till (B)(6). The healthcare professional made guesses, thought maybe a lead moved. The issue had not been resolved, it was like they never had deep brain stimulation surgery.

Event description:
(B)(4): a consumer whose indication for use is essential tremor and movement disorders reported that right after surgery the patient had a steady hand with stimulation set at 1.8 but since the end of 2015 the patient's shaking hand had returned. A week and a half prior to (B)(6) "2106" the patient had gone to their healthcare professional who increased to 2.50 and had given the patient the ability to increase. Prior to going out for easter the patient had increased to 2.6 but that was not enough as the patient was not able to drink her coffee and had to request a straw to drink the water. The device was checked with the patient programmer and stimulation was on. The patient had an appointment scheduled with a neurologist on (B)(6) 2016. The return of shaking hand symptom was considered sudden in nature, 2015 maybe end of (B)(6) 2015. They had seen the healthcare professional and they had bumped it up on the battery to 2.4v but it did not do anything, almost like they had not had surgery. The patient's hand was shaking so much they could not pour a cup of coffee. It was almost like it was turned off but it was not, it was on. They were unsure if the device was defective. The patient had seen their healthcare professional and was referred to another one who cannot see the patient till (B)(6). The healthcare professional made guesses, thought maybe a lead moved. The issue had not been resolved, it was like they never had deep brain stimulation surgery. (B)(4): additional information received from the patient reported a loss of stimulation, which was chosen because there was no loss of therapy or return of symptoms. It was stated that the patient's therapy was wonderful until (B)(6) 2016 when they had to increase power/stimulation from 1.8v to 3.5v gradually. At that point when they saw the healthcare provider (hcp) no one could understand why the power was "wearing off," so they kept bumping it up which caused ataxia because the power was up so high. The patient had gate movement, it was hard to walk, and felt like their feet were not their feet and may need a walker or device. The patient's radiologist told them they have a resistance to the power and suggested to turn the implant totally off to flush it out of their system, so the patient turned off the implant for two weeks in (B)(6) 2016 and turned it up gradually after it was turned back on. They are unsure if there is a problem with the implant, and wondered why the hcp changed the settings. It was recommended that the patient follow up with their hcp regarding the issues as they are medically trained to provide assistance.

Manufacturer narrative:
Incorrect text submitted pertaining to regulatory report 3004209178-2016-08044. Corrected text for this report.

Event description:
Additional information received from the patient reported a loss of stimulation, which was chosen because there was no loss of therapy or return of symptoms. It was stated that the patient's therapy was wonderful until (B)(6) 2016 when they had to increase power/stimulation from 1.8v to 3.5v gradually. At that point when they saw the healthcare provider (hcp) no one could understand why the power was "wearing off," so they kept bumping it up which caused ataxia because the power was up so high. The patient had gate movement, it was hard to walk, and felt like their feet were not their feet and may need a walker or device. The patient's radiologist told them they have a resistance to the power and suggested to turn the implant totally off to flush it out of their system, so the patient turned off the implant for two weeks in (B)(6) 2016- and turned it up gradually after it was turned back on. They are unsure if there is a problem with the implant, and wondered why the hcp changed the settings. It was recommended that the patient follow up with their hcp regarding the issues as they are medically trained to provide assistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.